Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient presented at the emergency room stating that they had a burning pain around the ins site and shocking sensations traveling down both legs. The patient reported that their patient controllers (programmer and recharger) would not connect to the device. The patient reported that the device had been malfunctioning in the prior weeks, specifically turning on and off without command. The patient reported falling on (B)(6) 2017. The rep reported that the patient¿s recharger and programmer connected to the device without trouble. The patient¿s device was charged one-quarter full and was functional. All of the impedance values were within normal range. Diaries were checked, and the device was not turned on in the preceding 23 days. The device remained off at this time. The rep reported the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018. The cause of the device turning on and off was not known. The patient wants to change the implantable neurostimulator (ins) to nevro system. The actions that will be taken to resolve the issue include changing ins to nevro system. The shocking down the legs has not been resolved. The system is being changed to nevro. Additional information was received from the patient on (B)(6) 2018. The patient was not sure why the device was acting like this. No steps resolved the issue. Pain medicine was given but did not relieve pain or sensation. Their issues have not been resolved. No further complications were reported/are anticipated.